Event description:
On (B)(6) 2012 the pt's wife reported the pt experienced elevated blood glucose in the 600 mg/dl range at 7 pm on (B)(6) 2011 she stated that an ambulance was called and the pt was treated with an insulin injection. The pt was able to administer the injection himself, however, he was not capable of preparing the injection. When the ambulance left the pt's blood glucose had decreased to 550 mg/dl. His normal blood glucose range is 120 - 150 mg/dl. The pt feels that elevated blood glucose was the result of repeated e4 (occlusion) errors. He was sent product for troubleshooting. No product was requested to be returned for eval.